Manufacturer narrative:
On (B)(4) 2014, a beckman coulter customer technical specialist (cts) advised the customer to clean the bsv (blood sampling valve) and repeat the normal level control. The instrument was verified post cleaning by obtaining qc (quality control) results within the acceptable limits. On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and verified the instrument and found no further issues. All controls and reproducibility were satisfactory. The cleaning of the bsv by the customer resolved the issue for discrepant rbc (red blood cell) and hgb (hemoglobin) results on patient samples and controls.

Event description:
Customer reported erroneous red blood cell and hemoglobin results were obtained on a single patient sample run in the automated mode when using the coulter lh 500 hematology analyzer. The erroneous test results did not match the clinical picture and patient history. The test results were determined to be erroneous when compared to results that were obtained in the manual mode using the same analyzer. Test results obtained in the manual mode were considered correct. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.